Event description:
It was reported by service report that the bed was difficult to move and the angle reading was inaccurate. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: rubber hose stuck in caster. Conclusions: inaccurate angle reading due to bed out of calibration.